Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. Customer¿s blood glucose at time of incident was unknown and current blood glucose was 96 mg/dl. Customer stated that around 11-11:30 pm she got up from bed and started shaking all over and having convulsions and her husband gave her juice as her blood glucose was low and bed was soaked and nightgown too. Went back to bed at 2 am and woke up at 6 and blood glucose was 500 mg/dl and customer was dehydrated and blood glucose was 450 mg /dl and went to emergency room. The customer also experienced symptoms like nausea. Customer has been experiencing low blood glucose for unsure and at time of incident as she advised her husband to did not test her blood glucose and gave her juice and when she checked her blood glucose was 70 mg/dl. The drive support cap appeared normal. The product was not returned for analysis.